Manufacturer narrative:
Compromised force system sensor alarm during the basic occlusion test due to moisture damage on fsr. Pump received with cracked reservoir tube lip noted.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor during an infusion set change. The customer's blood glucose reading was 230 mg/dl at the time of incident. The customer could not recall any significant events leading to the alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.